Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. Undefined impedance, lead fracture and pauses were noted on the right ventricular (rv) lead. Reprogramming was performed and a temporary implantable pulse generator (ipg) was placed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.